Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabp "turned off". Additional information states that "iabp "turned back on" and therapy continued". No patient injury or consequence reported. The patient's current condition is reported a "unknown".

Manufacturer narrative:
(B)(4). The reported complaint of "iabp "turned off", per customer" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends.

Event description:
It was reported "iabp "turned off". Additional information states that "iabp "turned back on" and therapy continued". No patient injury or consequence reported. The patient's current condition is reported a "fine"